Manufacturer narrative:
Event was initially reported by the patient. Cvi follow up includes verbal statements from ecp. No written documentation has been received despite requests to the ecp. Method: four (4) lenses from the same lot of the device involved in the incident were evaluated. Results: after evaluation of the lenses, it was determined that the ph was incorrect. Conclusions: the investigation of this complaint is on-going. A supplement will be provided once our investigation is complete.

Event description:
Patient was wearing frequency 55 toric. The lens began to irritate her eye so badly that she went to the emergency room. The doctor advised the patient that she had worn the lens too long. The patient stated she had taken the lenses out every day and did not over wear the lens. The patient was treated on three occasions (B)(6). Patient was first treated with ciprofloxacin, and then erythromycin and tobradex. Despite several requests to obtain additional information, the current ocular status of the patient is not known.